Event description:
The product was used during a procedure of the bowel. Reportedly, the instrument was difficult to close and did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.